Manufacturer narrative:
(B)(4). Date sent 12/18/2024. D4 batch#: e240000003/e230000829. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage and a cecr45w partially fired 1/10 reload loaded on the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Also, the knife was noted partially advanced, the red manual knife reverse button was activated, the firing trigger was squeezed, and the knife returned to the home position as expected. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot: e24010018, and batch number: e240000003/e230000829 no non-conformance's were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? No. Did the device cut? No. Was there any difficulty opening the device? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, could not fire and it was difficult to open the jaw. Repeated many times to open the jaw, finally, opened the jaw successfully. Another device was used to complete the procedure. No additional information can be provided.